Event description:
It was reported that a patient received a biozorb during a lumpectomy on (B)(6) 2016, due to a stage 1 cancer. The patient developed a post operative hematoma after surgery which was treated without surgical drainage. The patient received radiation from (B)(6) to (B)(6) 2016. Over the ensuing months the patient developed a small fistula that periodically drained. The patient wound was cultured for pseudomonas aeruginosa and was started on antibiotics, over the next weeks the wound began to breakdown and the patient returned and presented with wound opening and elements of the biozorb exposed. The patient was scheduled for wound debridement and removal of biozorb.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.